Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance on a 980 ventilator, the service engineer (se) found that the battery failed te sting. The ventilator was not in use on a patient at the time of the reported event. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the pb980 battery was returned for failure investigation. The battery was visually inspected with no anomalies observed. The battery was installed into a failure investigation test ventilator; the component passed all testing, no fault found. If information is provided in the future, a supplemental report will be issued.